Event description:
It was reported that this inflatable penile prosthesis (ipp) was not cycling properly. A surgical procedure was performed during which the ipp was removed; a new device was not implanted. No patient complications were reported.

Manufacturer narrative:
Model number/catalog number: 720185-01. Serial number: n/a. Batch/lot number: 1100228072. Model/catalog description: reservoir flat iz 100 ml. Unique identifier (UDI) #: (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that limited device function is defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, the cause that contributed to the reported event cannot be established.